Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a nephrectomy procedure, the device did not cut tissue well. Another device was used to continue. No patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument noted that the probe, tissue pad, and blood plug were intact. The torque wrench was returned with the instrument. The jaw operated properly upon actuation of the handle and passed a grasping test. The instrument was energized at full power for one minute and applied to test media; the test media was cut with no difficulty. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.